Event description:
It was originally reported that the device was discharging its battery too quickly; however after following up with the customer, they stated that the device was not reaching the joule settings when charging defibrillation energy. No further information regarding the reported failure could be obtained. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that several internal connections to the therapy pcb assembly were disconnected. The cause of the disconnected cables to the therapy pcb assembly could not be determined. After the connections were reconnected, proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.